Event description:
It was reported that the device indicated end of service (eos) prematurely, without having first indicated recommended replacement time (rrt). Performance data collected from the device noted the battery voltage was measured above the rrt trigger value, however "eos" was displayed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed transistor current leakage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.